Event description:
Information received indicates the head casters will not hold when the brake is engaged.

Manufacturer narrative:
The technician found the brake pedal was bent. The technician used a braking rod kit and a head brake rod to repair the bed.